Event description:
It was reported by sales consultant that after cleaning the tip of the device was broken on an unknown date. The device did not malfunction during surgery while being used on a patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product development evaluation states that the protection sleeves were not returned with the depth gauges so it cannot be determined if they were used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: the DHR was reviewed and mrr #(B)(4) was found on raw material p/n al6061 lot #x1348 for øa undersize on 3 out of (B)(4) bars od material. The 3 nonconforming bars were scrapped. This nonconformance is not relevant to this complaint because it is for raw material not finished product. Mrr #(B)(4)was found on p/n 319.006.01 lot #4154003 for feature d1 oversize on 5 out of (B)(4) supplier parts. The 5 nonconforming parts were scrapped. This nonconformance is not relevant to this complaint because it is for an issue with the protection sleeve component not the needle that broke. Mrr #(B)(4)was found on p/n 319.006.01 lot #4154004 for feature d1 oversize on (B)(4) out of (B)(4) supplier parts. The (B)(4) nonconforming parts were scrapped. This nonconformance is not relevant to this complaint because it is for an issue with the protection sleeve component not the needle that broke. No issues were found during manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
It is reported that on 6/4/2013 the item was received with scratches on the handle and the detent not functioning. The broken tip from the complaint is not present. Additional evaluation revealed that the item was released to the warehouse on 12/26/2000, purchased in 2000, and scrapped and disposed of on 5/31/2013. The item was replaced under warranty replacement order # (B)(4) on 5/2/2013. There are no known ncrs associated with this item.

Manufacturer narrative:
Device used for treatment and not diagnosis.device is an instrument and is not an implant/explant.the item was received with a broken tip. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.(B)(4)